Manufacturer narrative:
Getinge became aware of an issue with a surgical light powerled device. As it was stated, there are cracks on the light fork which led to paint peeling. There was no injury reported however we decided to report the issue basing on potential as any paint particles falling off into sterile field or during procedure may be a source of contamination. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. The issue with paint chipping is indicated by our product experts to likely be caused by user error. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor pain chip can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. It was established that when the event occurred, the surgical light did not meet its specification as appearance of paint peeling is considered as technical deficiency. The device contributed to the event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
The issue is being investigated by the manufacturing site. Device not returned to manufacturer.

Event description:
On 3rd july, 2020 getinge became aware of an issue with one of surgical lights - powerled. As it was stated, there are cracks on the light fork which led to paint peeling. There was no injury reported however we decided to report the issue basing on potential as any paint particles falling off into sterile field or during procedure may be a source of contamination.